Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was at work, normally walking and with no big movements. The episode showed non physiologic artifacts and baseline shifts. During troubleshooting the artifacts could not be reproduced in any vector. It is suspected that the sense b is related and programming to secondary vector was recommended. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was at work, normally walking and with no big movements. The episode showed non-physiologic artifacts and baseline shifts. During troubleshooting the artifacts could not be reproduced in any vector. It is suspected that the sense b is related and programming to secondary vector was recommended. This electrode remains in service. No adverse patient effects were reported.